Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the discrepant ecrea results is unknown. However, a siemens healthcare service engineer visited the account and resolved the issue by moving the ecrea reagent from server 2 to server 1 and recalibration. No major hardware issues were observed however the service engineer performed maintenance on server 2 drains and probes. The sample 2 pump was replaced. The instrument is now performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant results were obtained for enzymatic creatinine (ecrea) on qc and patient samples on the dimension vista instrument. The patient results were reported to the physician. The samples were subsequently repeated after qc was obtained outside of laboratory ranges. Corrected reports were issued. It is unknown if patient treatment was altered or prescribed on the basis of the discrepant ecrea results. There was no report of adverse health consequences as a result of the discrepant ecrea results.